Event description:
Caller reported multiple intermittent occlusion alarms resulting in the customer's blood glucose level to display as "high," a specific value is not provided. The customer addressed the high blood glucose by administering a correction injection without third-party assistance. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin delivery.